Manufacturer narrative:
Complaint investigation is in process. As lot number is not available, expiration date, and date of manufacture have been left blank.

Event description:
Customer called to report false positive results for 10 patients when running the realtime sars-cov-2 assay. The customer suspected these results were falsely positive based on the amplification curve appearance; therefore, ran the samples on the cepheid gene express platform, which generated negative results. Nine suspect positive results were reported to the state and a tenth suspect result was not reported to the state. All suspect positive results reported to the state have been amended to negative. Customer believes only one patient was given the positive result. The patients involved in this testing were pre-procedure patients. Clarification received from the site indicates that although there is not specific information available regarding each patient. Results were reported out, but corrected, and physicians notified within 3 hours from initial reporting. Supervisor states all the patients had surgeries scheduled within 3-5 days, so he does not believe their scheduled procedures were impacted. Troubleshooting identified that the m2000rt lamp hours are currently at 598 hours. The molecular application specialist (mas) sent a replacement halogen lamp and optical calibration kit. Ambassador replaced the halogen lamp and performed optical calibration. Customer reports flat reference dye profiles since the lamp change.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: an engineering analysis was completed by reviewing the customer's log files, and the relative noise values (rnvs) were calculated the initial and repeat runs. Elevated rnvs for the initial run are consistent with the observed noise in the reference signal that produced discrepant results. Reduced rnvs for the repeat run indicate the lamp replacement and optical calibration resolved the noise issue for m2000rt instrument (ln 09k15-01, sn (B)(6)). CAPA / non-conformance review: a search of nonconformance and CAPA (nc/CAPA) records was performed for instances related to the realtime sars-cov-2 amp kit (ln 09n77-95), as documented in the complaint ticket under review in this investigation. There were no nonconformances or CAPA records identified related to this issue. Complaint history review a complaint search was performed to identify complaint tickets for any instances of the realtime sars-cov-2 amp kit (ln 09n77-95) having noise in the reference dye signal that caused false positive results, as documented in the complaint ticket under review in this investigation. Complaint history review showed that, over the last two years, seven additional tickets were identified related to the realtime sars-cov-2 amp kit, ln 09n77-95 having lamp noise in the reference dye signal that caused false positive results. Four of the seven tickets were investigated and did not identify a product deficiency, three of the seven tickets are currently under investigation. There is no indication that the abbott realtime sars-cov-2 assay (list 9n77) is performing outside of established design performance specifications. There have been no complaints dispositioned as confirmed (i.e. A product deficiency was identified) for discrepant results for abbott realtime sars-cov-2 assay (list 9n77). Additionally, based on the results of this investigation, no product deficiency was identified for the m2000rt instrument system, ln 09k15-01.